Manufacturer narrative:
Add'l info will be provided when the manufacturer has completed the investigation.

Event description:
The facility reported that as the pt was being lifted out of his wheelchair, the clip on the sling broke and the pt feel to the floor. No injuries were reported. (B) (4).